Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the sbc. Replaced the sbc and installed software. The system was tested and found to be working as intended. System was placed back into service.

Event description:
It was reported that the 6800 system would not boot up. No patient injury reported.